Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose (bg) level was above 500 mg/dl. Reportedly, the customer had insulin pens available to address bg level and as alternate insulin therapy. Reportedly, the customer was unable to clear the alarm.